Manufacturer narrative:
Not returned to manufacturer.

Event description:
Dizziness [dizziness]. Spinning/vertigo [vertigo]. Disorientation [disorientation]. Blood pressure up and down [blood pressure fluctuation]. Case description: this serious, spontaneous report was received from a consumer in the united states. This report concerns a (B)(6) male who experienced dizziness, spinning/vertigo, disorientation, and blood pressure going up and down during treatment with euflexxa (sodium hyaluronate) solution for injection 1 % used weekly (product concentration, dose, route of administration, and indication for use not reported) starting on (B)(6) 2016 with an unknown stop date. According to the patient, on (B)(6) 2016 (two days after the second weekly injection of euflexxa into his right knee on (B)(6) 2016), he experienced dizziness and spinning described as vertigo that lasted for about one minute. On (B)(6) 2016, the patient again experienced vertigo as well as disorientation and blood pressure fluctuation. As a result, the patient was admitted to the hospital where his heart was monitored, blood work was drawn (unspecified), a cat scan was performed (results unspecified), and the patient was held for overnight observation. The cause of the patient's symptoms was not isolated. All events were assessed as serious due to hospitalization. The outcome of all events was unknown. Action taken with euflexxa was unknown. The patient was unsure if he would have the third euflexxa injection administered. Concomitant medication included flonase (fluticasone). No additional medical history was reported. At the time of reporting, the case outcome was unknown. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive, because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer or by regulators' overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related . Other case numbers:. Case number, others = (B)(4).